Event description:
Covidien received information that, during patient use, the ventilator had a breath delivery unit (bdu) central processing unit (cpu) failure. There was no harm to the patient.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found error codes indicating the ventilator went into a ventilator inoperative condition. The cse replace bdu printed circuit board (pcb), which resolved the reported issue. The ventilator passed all self-testing. (B)(4).